Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death, conversion to open surgery, pulmonary complications, vessel dissection); unapproved use of device (pre-op dissection). Evaluation, conclusions: user error contributed to event (pre-op dissection).

Event description:
Two talent captivia thoracic stent grafts were implanted in a patient for the endovascular treatment of a 5.9 cm false lumen thoracic dissection. Three months prior to this date, a CT and 3d reconstruction were reviewed and no intervention was recommended. It was reported that the patient presented in the emergency room with chest pain. The endovascular procedure went well and no paralysis or strokes were reported. It was reported that, six hours post operatively, the patient experienced facial, neck and upper chest swelling. An allergic reaction or venous condition (clot) was suspected. An intubation was performed and the patient was put on ventilator and on steroids. The next day, the patient developed right arm swelling. A duplex ultrasound and then a venogram were performed. The patient was stable on the ventilator. It was reported that five days post index procedure the patient was taken urgently to the operating room for an open repair, due to a retrograde dissection which extended proximally to the aortic root and into the innominate artery and the right common carotid artery. The crowns of the thoracic device had pierced the anterior wall of the adventitia of the ascending aorta. The physician performed a bypass from the aortic root to the common carotid to get blood to the head. The physician removed the crowns and a portion of the graft to below the c spring (first ring of graft material) and inserted a synthetic graft which covered the innominate artery. The patient is critical. A portion of the first device and the entire second device remains in the patient. It was reported that the patient expired on an unknown date. Life support was turned off due to a neurological deficit. A review of returned films pre implant show a dissection extending from near the lsa, distally to the aortic bifurcation.